Event description:
The facility reports the caregiver was going from the bed to the chair when the lift started going up by itself and would not stop. The caregiver had to get the allen wrench to get the pt down. No injuries reported.